Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that over the weekend 5d (medical oncology ward) have a patient that has a PICC line in their ij due to difficult access. While changing the bung on the grey lumen the lumen was seen to entrain some air into the lumen with the bung off. The other lumens were fine. No other information has been provided, at this time.